Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Similar product to 190-000.

Event description:
The customer reported a false positive patient result with the ID now covid-19 assay performed on (B)(6) 2022 using a nasopharyngeal swab. Prior testing was performed on (B)(6) 2022 using a mizuho meddy antigen test that generated a negative result. Pcr confirmation testing was performed twice on the same day, and both results were negatives(CT values not provided) the customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.